Manufacturer narrative:
(B)(4). Catalog number: igtcfs-65-jug-celect-perm. (B)(4). Information regarding the event has not been provided. It has not been possible to investigate this event based on the limited information, and we are closing the report until further information is received. If additional information is received, the report will be re-opened for further investigation.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2013." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog number: igtcfs-65-jug-celect-perm. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2013 at (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jug-celect-perm. (B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2013". Additional information received january 30, 2017: it is alleged that pt suffers from other: acute shortness of breath, pulmonary embolism. Patient outcome: additional information received january 30, 2017: acute shortness of breath, pulmonary embolism.

Manufacturer narrative:
(B)(4). Catalog number: igtcfs-65-jug-celect-perm. (B)(4). Summary of investigational findings: the investigation is based on alleged event and product lot number. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2013." Additional information received 30jan2017: it is alleged that "[pt] suffers from other: acute shortness of breath, pulmonary embolism." Patient outcome: additional information received 30jan2017: acute shortness of breath, pulmonary embolism.

Manufacturer narrative:
(B)(4). William cook (B)(4) is not assuming responsibility for patient death as it is unclear the reason for death. (B)(4). Name and address for importer site: (B)(4). Serious injury to death. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 12/08/2015 as follows: the patient allegedly received the filter implant on (B)(6)2013 due to chronic pe and unstable inr. The patient died on (B)(6)2013. The estate alleges acute shortness of breath and recurrence of pe while device was in place, resulting in cardiac arrest and death.

Manufacturer narrative:
(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "pulmonary embolism, acute shortness of breath, cardiac arrest, and death". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported patient death is related to the filter. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided but referred to as a cook celect filter. Lot# unknown as information was not provided. Expiration date unknown as lot# is unknown. PMA/510(k): as catalog # is unknown, it could be either k061815, k073374, k090140, k112119, k121057 or k121629. Device manufacture date is unknown as lot# is unknown. Investigation is still in progress. (B)(4).

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2013 at the (B)(6) hospital." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.